Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a charge time (CT) code. Review of device data by boston scientific engineering confirmed the s-ICD recorded five CT codes on (B)(6) 2025. None of these CT codes were preceded by a charge start, and no episodes were noted in the device history. A warm boot excessive (wbe) code was also exhibited. The patient was brought back in for product testing where a 80 joule (j) shock was delivered successfully to test the integrity of the system. After the shock, the CT code persisted. The s-ICD remains in service and no additional adverse patient effects were reported.